Event description:
It was reported that a nephrectomy procedure was performed using a #2 prolene. Later the same day the pt had a lot of internal bleeding and the surgeon reopened the pt and stated that the bleeding was caused by suture breakage (#2 prolene on the kidney). Follow-up info obtained stated that the pt was returned to the operating room one day following nephrectomy to repair abdominal fascial dehiscence.